Event description:
A peritoneal dialysis pt reported she had to disconnect from the cycler during her treatment because due to diarrhea. The pt later reported she was "sick in bed with peritonitis". Follow up with the pt's nurse indicated the pt was diagnosed with vre peritonitis and treated with zivox.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported complaint is not confirmed. A sample was not provided for evaluation. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.